Manufacturer narrative:
Corrected data: b2 - not applicable in initial MDR. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experinced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).